Event description:
A nurse indicated that the equipment displayed a system message during the procedure (aspiration). The cassette was exchanged and the procedure was completed. There was no harm to the pt. A sample is not expected to be returned for eval.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for system message code, the second for aspiration. The finished good lot specific to this event is not known; therefore, lot history and device history record review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. No further info is expected for this case. (B)(4).